Event description:
The first device failed to inflate properly at the lesion in the middle cerebral artery. It was visualized under fluoroscopy that the balloon was leaking and the endoflator would not hold pressure. The device was removed from the patient without issue. The physician attempted to use a second identical device (subject device) but encountered the same issue. The procedure was completed using a smaller device. There was no clinical consequence to the patient.

Manufacturer narrative:
Additional information was received from the user facility. There were no anomalies noted during preparation. The lesion had 85% stenosis with some calcification. The physician remarked that the anatomy was "nothing special, but still somewhat tortuous." After the removal of the device, the device was tested on the table and a leak was observed.